Event description:
It is reported, that the patient got a generic hip implant in her left hip and underwent revision surgery due to recurrent dislocation on (B)(6) 2007 and received a durom hip.

Manufacturer narrative:
The MFR did not receive devices or x-rays, or other source documents for review. As no part number about the stem or lot numbers were provided or identify the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/ or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be filed. (B)(4).